Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Post procedure, intraventricular hemorrhage along with subarachnoid hemorrhage (sah) and expected post thrombectomy changes were noted with some subarachnoid space contrast staining was observed on a computed tomography (CT).